Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ creases/folding of implant not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: a.2, a.4, b.5, d.6b, h.6, h.11.

Event description:
Healthcare professional reported a capsular contracture baker grade unknown. Later healthcare professional provided a capsular grade iii. This is related to left side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported a capsular contracture baker grade unknown. Later healthcare professional provided a capsular grade iii. This related to left side. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2; b5; d1; d2a; d2b; d4; d6a; g2; g4; h4 ; h6

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.